Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset process, and ensured the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs.